Event description:
During the most recent follow-up, oversensing was noted. The physician preferred not to take any action, and to monitor the patient by follow-up. The patient was in stable condition.

Manufacturer narrative:
(B)(4). No x-ray views have been provided to (B)(4) so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to (B)(4) for analysis.

Event description:
During an ICD device replacement, externalization on the ventricular lead was noted. The physician decided not to take any action but enrolled the patient in (B)(6) at home. The patient is well.

Event description:
The device was reprogrammed to resolve the issue. The patient is in stable condition.

Event description:
During the most recent follow-up, non-sustained oversensing episodes were revealed. The physician decided to continue to monitor the patient. The patient is well.